Event description:
The pt expired. The cause of death and the relationship of the pt's death to the implanted system were not provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.